Event description:
A medtronic representative received a report that when a site's driver solera 5.5/6.0 fas/sas, has a sas screw attached, the screw wobbles. The medtronic representative attempted to tighten and re-tighten the screw onto the driver, however, issue was not resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported the screw internal tread and the driver's as are correctly aligned and I can see that there are no more thread lines remaining for me to proceed the driver into the screw further. It appeared that if only it allowed more turning, it would have enabled the driver to be fully pressed against the base of screw head, which would prevent the axis from toggling. Noted that when using a spine non-navigated driver with the same sas screws, no similar wobbling was detected.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The hardware investigation of the returned driver found that the reported event was related to a mechanical wear issue. The returned part did not have any apparent physical damage. The threads at the tip of the driver appear to be worn down and not fully cut. This may have caused some difficulty engaging the screw. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.